Manufacturer narrative:
Investigation results: the complaint of a leak from the catheter septum was confirmed and the cause appeared to be manufacturing related. One used 20g nexiva IV catheter was provided for investigation. What appeared to be blood residue had bypassed the septum. The septum was noted to be smeared between the cannister and catheter adapter, which likely occurred during assembly due to misalignment. The appropriate manufacturing personnel were notified of this complaint. Due to a trend of similar complaints, quality actions were taken to prevent the recurrence of this type of damage. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: date of incident - (B)(6) 2025 - IV placed successfully but leaked out the back when the needle was removed. A new IV was placed without incident.